Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of electrode end damage, dislodgement and perforation.

Event description:
It was reported that the day of implant, after pocket closure, this right atrial lead had perforated the heart wall, confirmed by computerized tomography and echocardiogram. The physician noted that it may have happened when moving to bed, as the helix appeared to be stretched, and that it seems the lead was pulled rather than pushed through. Also, the patient had cardiac tamponade, which required surgical tapping. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that the day of implant, after pocket closure, this right atrial lead had perforated the heart wall, confirmed by computerized tomography and echocardiogram. The physician noted that it may have happened when moving to bed, as the helix appeared to be stretched, and that it seems the lead was pulled rather than pushed through. Also, the patient had cardiac tamponade, which required surgical tapping. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.